Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to return to heartsine in (B)(6) 2012. During the period of installation the device failed the weekly self-tests on two occasions. Information obtained from the device showed no evidence that an attempt had been made to upgrade the software. Investigation was unable to replicate the fault reported by the customer and the software was successfully upgrade from 2.0.8 to 3.2.0. Investigation did confirm a slight fluctuation on the +ve and -ve terminal pogo pins, which may have contributed to the device failing the two weekly self-tests. This device was replaced within 24 hours. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned because the software failed to upgrade.